Event description:
Additional information was received indicating surgery to replace the patient's vns lead and generator has occurred. Attempts for the return of the explanted lead and generator have been made however the explants have not been received to date.

Event description:
The pulse generator was analyzed by manufacturer. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The generator was received by the manufacturer for analysis on (B)(6) 2012. However, product analysis has not been completed to date. The lead was not returned. The return product form indicated the reason for replacement as end of service. The implant card confirmed the date of full revision as (B)(6) 2012 and the reason for replacement was listed as battery depletion with neos=yes.

Event description:
It was initially reported that the patient was scheduled for a full revision due to an unknown reason. Additional information was received on (B)(4) 2012 indicating that the patient had high impedance, dc/dc = 7, found during a follow up appointment on (B)(6) 2012. At that time the device was disabled and the patient was referred for replacement. No x-rays were performed and there was no suspected manipulation or trauma to the device. The patient was also not experiencing adverse events. Revision is not currently scheduled for this patient as her mother has not agreed to the surgery due to the risks of surgery and anesthesia. No other information was made available.